Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that their sensor was damaged. The customer did not provide their blood glucose value at the time of the incident. The customer stated the transmitter did not blink when connected to the sensor. The customer removed the sensor and found the cannula was missing. The insulin sensor will not be returned for analysis.